Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2024-jan-11 the patient reported that the felt no relief and no difference from before they got the device. The patient met with a rep who reprogrammed them and the leads were normal about a month after implant. The patient felt no change in therapy and noted that they noticed the device would only hold a charge for one day. Since it wasn't helping them they turned it off. T he patient was reprogrammed again and still had no relief. The patient stated the pain was getting worse. The patient noted that the device was definitely on but provided no relief. The only way they could tell it was operating was when they try to increase the settings it shocks their legs but no sensation of any kind in their back. On 2024-02-16 additional information from the patient indicated that the cause of the battery draining quickly was due to the re-programming. They stated they still are not getting relief for their lower back pain. The patient stated they are to have another MRI and consult with a different hcp who specialized in si joint problems. They have switched off the device, as it doesn't do anything for the patient. The patient is awaiting their MRI and results for the next steps. On 2024-jun-03 they repeated information regarding therapy not working; stating it worked some in the beginning but not really and anytime they would increase stimulation intensity it would only shock their legs, not help their back as it was supposed to. Caller repeated they had several sessions of reprogramming and that never helped either. Caller repeated that their back hurts so bad they can barely walk; they live on tylenol. Caller stated they have tried injections and that doesn't really help either. Caller stated that currently they just stopped charging the implant and stopped using it since its not even helping. Caller stated they also had 2 surgeries that helped with some of their symptoms in their legs but the pain in their back is still not any better. Caller was also upset that no one told them that they can't have the implant/leads removed (dr said it can't be taken out). Agent reviewed removal is medical decision and redirected to hcp. Caller stated they are thinking of leaving hcp and finding someone else. Agent offered to send hcp listing as they may want a 2nd option. Caller stated they are still not sure if they want to have device removed and give up or if they find a different doctor maybe try reprogramming again. Caller stated that they had an MRI and they think that the doctor checked lead placement and assume it was good, but they don't know for sure. Agent asked about trial; caller stated that they think that the trial helped a lot; not 100% but it did give them a lot of relief but unfortunately the permanent implant never did. Agent reviewed analysis process if they do reach the point of having the device removed. Additional information was reported; patient reported they had my scs implanted (B)(6) 2023 for severe lower back/si joint pain. This was after multiple other proceed ures over the last 5 years: physical therapies, injections, chiropractic, lumbar surgery; nothing really alleviated the pain. For the first few weeks after the implant, patient reported they felt a slight lessening of the pain, but by christmas, they could tell little if any difference. My first medtronic rep tried at least 3 times to re-program the device, with no change. The next rep assigned to meet in (B)(6), which is an 85 mile trip each way. He re-programed again. No change. At that point patient contacted the manufacturer since they were by then into year 2024 and was getting no relief. Soon after contacting manufacturer, the rep called patient and set up another meeting in (B)(6) at my pain management clinic. He re-programmed the device again (this was (B)(6) 2024). Patient stated they faithfully followed his instructions to the letter for at least a month, with no results. By the end of (B)(6) 2024, patient gave up and just let the battery run down, since it was doing nothing for me. On wednesday, 29 may patient contacted rep and left a detailed message about all of this. As of midnight 31 may, patient has not received any response and does not see any reason to continue trying to get device to work; patient voice frustration. Patient wants to inquire on possibility of removal. Patient reported that the only stimulations that they received from the device was electrical shock up and down legs whenever they attempted to adjust it. On 2024-jul-01 additional information was received from the patient. They reported that the cause of the battery draining quickly and getting no relief was unknown. It happened after one of the multiple "reprogramming's." No specific steps were taken to resolve the issue. The unit was reprogrammed again a few weeks later. The indicated that the issue was not resolved because it does nothing to relieve their pain. They have contacted their doctor to have the device removed.